Event description:
Feeding tube was placed orally with confirmation of proper placement done by dr via cxr. When trying to remove stylet, the stylet was unable to be removed from the feeding tube. After three attempts the entire feeding tube was then removed. After removal of the feeding tube, the stylet was still unable to be removed from the feeding tube. There were no kinks noted in the tube. (B)(4).